Manufacturer narrative:
The thermogard system (sn: (B)(4) was serviced at zoll san jose for further evaluation. Both tcmid:02 (ce danfoss error) and tcmid:06 (ce post error) error messages were confirmed during the event log review at zoll san jose. The probable root causes were determined to be due to defective module danfoss controller and wire harness pic 16 cable. Upon visual inspection, it was noted that front and left casters were loose, screw at umbilical connector was missing, and white rollers were damaged. The probable root causes for the observed missing screw and physical damages could be characteristics of wear and tear due to normal use of the device or due to the damage sustained by user handling. The thermogard xp ivtm system passed the initial functional testing without any fault or error. The event log review showed occurrence of tcmid:02 and tcmid:06 error messages. Upon customer's approval, the defective parts will be replaced and the thermogard will be subjected to functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint for thermogard with serial number (B)(4).

Manufacturer narrative:
The thermogard system (sn: (B)(4)) was serviced at customer site in (B)(4). During investigation, the thermogard system failed the functional testing and displayed tcmid:02 (ce danfoss error) and tcmid:06 (ce post error) error messages. Pic-16 was replaced to remedy tcmid:02 error message. After replacing the pic-16, tcmid:06 error message occurred. The system was sent to zoll (B)(4) for further evaluation. Upon visual inspection, no physical damage was observed. A supplemental report will be submitted when the investigation has been done.

Event description:
Investigation of the thermogard ivtm system (sn: (B)(4)) was performed, and the console displayed tcmid:02 (ce danfoss error) and tcmid:06 (ce post error) error messages during functional testing.